Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon evaluation, the electrode belt failed incoming functionality testing. The trunk cable was cut, severing the yellow (pgnd) wire. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.